Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection was conducted. Sign of blood was observed on the back of the loading device. The delivery device was returned inside of the loading device, the seal was visible through the window of the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. Instructions in the IFU, the seal was folded and loaded properly into the delivery device. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the delivery tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. The seal was then extending outside the tube with the tension spring assembly remaining in the delivery tube, indicating successful deployment. No known conformities were found with the seal. The seal and tension spring assembly was removed from the delivery tube. No crack/delamination of seal was observed. The anchor and tension spring assembly were completely intact. The following measurements were taken; the inner delivery tube diameter was measured at .199 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure ¿misfire; seal" was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm misfired. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm misfired. A replacement device was used to complete the procedure.